Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, 09/01/2025, was chosen based as the best estimated based on the manufacturer became aware of the event 09/02/2025. Block d4:h4 the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6 imdrf device code a1502 captures the reportable event of gel misplacement vascular.

Event description:
It was reported that a patient underwent spaceoar placement procedure. The account reported an inadequate spacer at the apex. A misplacement was suspected, however has not been confirmed. The patient current status is unknown. Boston scientific has been unable to gather additional information despite the good faith efforts.

Event description:
It was reported that a patient underwent spaceoar placement procedure. The account reported an inadequate spacer at the apex. A misplacement was suspected, however has not been confirmed. The patient current status is unknown. Boston scientific has been unable to gather additional information despite the good faith efforts. Additional information received on sep 25, 2025. It was further reported that the hydrogel was placed in the upper half, but there were none in the apex. The patient received the radiation treatment was planned. There were no patient complications as result of this event.

Manufacturer narrative:
Additional information. Block a3, b3, b7, e and h6 have been updated with the additional information received on 25sep2025. Block b3: the exact date of the event is unknown. The provided event date, 09/01/2025, was chosen based as the best estimated based on the manufacturer became aware of the event 09/02/2025. Block d4:h4 the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6 imdrf device code a1502 captures the reportable event of gel misplacement vascular.